Manufacturer narrative:
Additional information: d4 - catalog number this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
D4: catalog number is either ntsed-024115-udh or ntsed-024115-udh-mb. E1- name and address: postal code: (B)(6). E3 - occupation: urology team lead. G4 ¿ PMA/510(k) #: exempt. H3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was initially reported, during a ureteroscopy procedure, two ncircle tipless stone extractors "broke immediately" when opened for use. An unspecified ureteroscope and wire guide were used during the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. Two different stone extractors were returned for evaluation 02jan2024. Device # 1 will be documented under manufacturer report # 1820334-2023-01725. Device # 2 will be documented under this report. Both devices were used in the same procedure and the event description provided in our initial report is the same for both devices. The lot number for device # 2 is unknown and preliminary evaluation of the device has determined that the device is an ncircle delta wire tipless stone extractor. The specific catalog number is unknown at this time. Additional information was provided 10jan2024: the description "broke" was clarified to mean "the wires on the basket broke." A third same type device was used to complete the procedure.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation it was reported that the basket wires of two ncircle tipless stone extractors "broke immediately" when opened for use in a ureteroscopy procedure. An unspecified ureteroscope and wire guide were used during the procedure. A third device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. The first device was investigated under manufacturer report # 1820334-2023-01725. This report addresses the second device. Reviews of the instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. A device failure analysis was conducted on the returned device. The basket had no significant damage, and when the handle was actuated the basket open/closed. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook could not complete a review of the DHR or search for other complaints from the product lot due to lack of lot information from the user facility. Cook also reviewed product labeling. The product IFU, t _ ntse_ rev1, provides the following information to the user: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The information provided upon review of the dmr and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, cook could not determine a cause for the issue. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.